Manufacturer narrative:
The device history record was reviewed for (B)(4) with lot number m0144t605. Production records were reviewed and the product met manufacturing specifications and was accepted in the qa inspections. We were unable to evaluate the device as it was not returned to kimberly-clark. Directions for use warn:"cap on trach care t-piece prevents continuous flow therapy. Remove cap before starting continuous flow therapy. Failure to remove cap prior to continuous flow therapy may result in serious injury or death." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by user facility.

Event description:
Kimberly-clark obtained a report from the maude database stating, "pt had frequent need for suctioning due to copious secretions. Rt attached closed suction system with t-piece to trach for ease of suctioning and pt comfort. Pt also had high flow oxygen to other side of t-piece. After suction system attached, pt experienced respiratory distress. Respiratory therapist (rt) at bedside was called with request to attend to an emergent pt in (B)(6). Rt supervisor came to this pt's room to assist. Upon arrival to this pt's room, rt supervisor noted pt in severe respiratory distress. Supervisor noted air movement around trach and suspected cuff leak. Rt injected 2 cc air into trach cuff in effort to secure seal. Rt noted large amount of subcutaneous air. Closed suction system with t-piece removed and large amount of air exhausted from trach. Suspected pneumothorax. Attempted to ventilate pt with bag-valve. Unable to move air into trach. Unable to find pulse. No CPR initiated and discontinued efforts to ventilate because pt was dnr. Supervising rt removed dirty equipment from room. While taking dirty equipment for disposal, rt noted suction device still had the end cap in place on t-piece. Alternate end of t-piece had high flow oxygen. Suspected pt unable to exhale adequately. Suspected pneumothorax." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).